Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tvc55 instruments jammed during the procedure. Another instrument was used to complete the case. There was no consequence to the pt.